Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during prep. There was no reported patient injury or adverse event. The mynx was prepped according to the instructions for use (IFU). The procedure was an intervention. The deployer was mynx certified. The product was not returned for analysis. A product history record (phr) review of lot f2301802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during prep. There was no reported patient injury or adverse event. The mynx was prepped according to the instructions for use (IFU). The procedure was an intervention. The deployer was mynx certified. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.